Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
The product was returned for evaluation. Customer report of "it was unable to pace at all after the catheter was inserted. The catheter was replaced and the problem was solved" was confirmed. Continuity testing was performed by connecting one lead to the electrode and the second lead wire to the corresponding electrode lead wire and flexing the catheter. Continuity testing confirmed both distal and proximal electrodes were continuous. The electrode circuit was then tested for a short condition by connecting the dvm lead wires to both electrode lead wires, and a short condition was observed. An x-ray was taken but a short could not be observed due to the lead wires being coiled inside. A cut down was performed just distal to the y-adapter and continuity testing confirmed the short to be inside the y-adapter. The balloon inflated clear and concentric without any leakage. There was no visible damage observed to the catheter body. The pacing short at the y-adapter was confirmed as related to the manufacturing process. Corrective actions were opened to address this issue. No additional actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that "it was unable to pace at all after the catheter was inserted. The catheter was replaced and the problem was solved." There were no patient complications reported.